Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on device interrogation it was noted that the right atrial (ra) lead exhibited a lead position check failure. It was also reported that consistent atrial under-sensing was noted  and p wave decreased.  The ra lead remains in use. No patient complications have been reported as a result of this event.